Event description:
Dome detached when titled the device for traction removal. It was not even pulled yet. Indwelling period was about 6 months. The detached portion was removed endoscopically. The device was free floating within fibrous tract before removal. Xylocaine jelly was applied. The pt is a little "obis." The depth of the stoma was longer than average (about 4.5cm).